Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during the implant procedure the lead was able to sense and pace in unipolar but was not able to sense or pace in bipolar. The lead was removed and a new lead was implanted instead. It was also noted that the physician gave an update the next day that after removal of the lead he noticed that the helix was not able to come out and believes it never came out in spite of several attempts to screw-in the helix during the implant attempt. No patient complications have been reported as a result of this event.